Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not power on. Analysis of the log file confirmed that there was malfunction with the geo pc. During troubleshooting, the fse identified that the geo pc was defective. The fse replaced the geo pc and downloaded the software. After replacement of the geo pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not turn on. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.